Event description:
Customer reported a past low blood glucose event with the lowest level displayed as "low," though the specific value was unknown. The cause was not known. The customer consumed carbohydrates to treat the blood glucose. Control-iq feature was active at the time of the incident. Cts advised the customer to consult their healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged this recommendation.